Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the preparation for use for an unspecified procedure, the monitor did not turn on at all. It did not recover even after turning the power on and off. The procedure was completed with a substitute monitor. There was no health hazard to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty power supply board. Olympus will continue to monitor field performance for this device.